Event description:
A malfunction alarm identified as malf 9 was reported, with no notable events occurring prior to the issue. Blood glucose levels were not adversely impacted, remaining below 500 mg/dl. Technical support supplied pump reset guidance and assisted the customer in resetting the pump, which prevented further recurrence of the malfunction. The customer was advised to continue using the pump and instructed to report any future issues.